Event description:
It was reported that a malfunction occurred on the pump. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues arise again.